Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer¿s blood glucose was 560 mg/dl. Customer was sick and believes that illness and bent cannula was causes of high bg. Reportedly customer applied manual injection to address the issue. Reportedly, the customer replaced the cartridge and continued insulin therapy.